Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation found the video cable was damaged, objective lens was chipped, the control section was damaged, and the image was distorted due to a defective image sensor cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope had no image. The issue was found during an unknown event. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that a breakage of the charged coupled device cable led to the malfunction. The event can be prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.